Event description:
A malfunction alarm was reported with a code malf 12. There was no adverse impact on the customer¿s blood glucose level, as it did not exceed 500 mg/dl. Technical support provided instructions to reset the pump, which resolved the issue without recurrence, and the customer was advised to continue using the pump and to contact support if the malfunction alarm occurs again.